Event description:
Programming history database search revealed that patient received high impedance on system diagnostics. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.